Event description:
The customer reported that when a pt got up out of their chair, the magnet pulled off of the alarm and the alarm didn't sound. The pt did not fall or have any injuries. They reported that the alarm had power when it was put into use with the pt and that they recently changed batteries.

Manufacturer narrative:
.